Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure and assisted the caller in performing the reset. After the reset, the error did not reappear, and the caller successfully started their sensor session.